Event description:
The customer reported differential issues and elevated initial monocytes results, for two female patients, involving the unicel dxh 800 coulter cellular analysis system. Subsequent testing of the patients¿ samples generated lower results, within the normal reference range. The elevated results were not released out of the laboratory. There was no patient consequence associated with this event. A beckman coulter field service engineer (fse) was onsite and noted low cell counts for both patients. The fse noticed the latron coefficient of variation (cvs) was high and latron control file indicated incomplete results on a few tests. The fse bleached the flowcell and completed multi-transducer module (mtm) adjustments. All cvs were then within the normal reference range. The customer performed quality control (qc) and completed multiple patient samples without any system errors. The instrument was returned to normal operation.

Manufacturer narrative:
In conclusion, a definitive cause of the event could not be determined with the available information.

Manufacturer narrative:
Further analysis of the customer-supplied raw data indicates, for patient #1, the algorithm reported 100% monocyte (mo) for the first analysis due to excessive mals (median angle light scatter) noise. In the second analysis, the algorithm reported 14.8% monocyte (manual 7%). For patient #2, the algorithm reported elevated monocyte (31.9%) due to low event count. In the second analysis, the algorithm reported 8.1% (manual 7.0%).